Manufacturer narrative:
Title: coronary lithoplasty: a novel treatment for stent underexpansion authors: maria natalia tovar forero, jeroen wilschut, nicolas m van mieghem, joost daemen journal: european heart journal issue: 04 october 2018 ref: https://doi.org/10.1093/eurheartj/ehy593 b3=date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two resolute onyx drug eluting stents were used to treat a heavily calcified stenotic lesion in the proximal left anterior descending (lad) coronary artery with a minimal lumen diameter of 1.15¿mm and diameter stenosis of 63%. Stent under expansion was observed under angiography. Despite post-dilatation with a 3.5¿mm non-compliant balloon at 26¿atm, significant stent under expansion persisted. During staged pci a 3.5¿mm semi-compliant lithoplasty balloon was used. After two lithoplasty therapies, optical coherence tomography imaging showed multiple calcium fractures, an increase in lumen area and stent expansion. The procedure concluded without complications. Two sets of angiographic and oct images were taken, one set pre treatment with lithoplasty and one set post lithoplasty treatment. The first set of angiographic images show the patient lesion in the lad as reported by the account. Two under expanded overlapping stents are visible in the angiographic image. Oct images show the narrow lesion and under expanded stent. Post lithoplasty procedure the stents appear fully expanded and patency of the lesion is restored as shown by the flow of contrast through the lesion. The arrows in the oct images show the calcium fractures as a result of the lithoplasty procedure.